Manufacturer narrative:
Disposition not presently known.

Event description:
It was reported that a perceval pvs 27 was implanted and explanted intra-operatively on (B)(6) 2018. No other information was provided.

Manufacturer narrative:
Based on the information provided, the event was a case of malpositioning, and is reasonably attributed to user error. No further investigation is required. Updated: event, concomitant medical products, device evaluated by MFR.

Event description:
A perceval pvs27 was implanted and explanted intraoperatively on (B)(6) 2018 during a concomitant mvr with a stented tissue valve. It was reported that surgeon had difficulty positioning the valve (it was either too low or too high), so a size 27 epic porcine valve was implanted instead. The procedural delay resulting from the event was 15 minutes and the patient outcome was good. The device was not available for return.